Event description:
Overdelivery reported. The pump was set to administer fentanyl 50mcg/ml in an 80cc bag at a basal rate of 1.0ml/hr. The pt (an anesthesiologist), who had been on the pump since that morning, attempted to set a bolus dose of 0.7ml and inadvertantly set the bolus dose for 7.0ml. The pt went into respiratory arrest, and was resuscitated successfully. Narcan 0.4mg intravenous was administered. The pt did not sustain any permanent sequelae from the event and was discharged from the hosp.